Event description:
We received a complaint in regards to item number nonfb100 with the lot 123297. The complaint was for ¿foam sealed in perimeter of packaging¿. The issue was confirmed as the rectangular foam pad had been sealed on the seal of the pouch